Manufacturer narrative:
The patient is involved in a settlement involving the sprint fidelis lead model captured in e912827. Per legal, all information known was provided per the complainant and no further information is available. Therefore, no attempts for additional information will be made. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient had a urinary tract infection/issue and was admitted a few days later. Then the patient was admitted to the care of hospice with a slight fever and not very responsive. The patient later died. Information identified in the manufacture data base revealed the patient died seven days post implant of the crt-d.